Event description:
Rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Results were 198, 119 and 153 mg/dl. Reporter did not have any symptoms. A control test of 138 was in range. On followup, rptr does not use the confirmation dot to check for enough blood or compare it to color chart on vial. No harm was alleged.